Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm was reading low mg/dl. No bg meter comparison value was reported. The patient self-treated by eating food. He then began to feel sick, started vomiting, had increased urination, and felt dizzy. The patient went to the emergency room for evaluation. Before going to the ER, the patient took his routine daily medications, which included, lisinopril, bupropion, rosuvastatin, and fluoxetine. Once at the emergency room, the patient¿s bg meter reading was 700 mg/dl while the cgm was still reading low mg/dl. The patient was treated with IV insulin and an unspecified anti-nausea medication. The patient was discharged after approximately 4-5 hours. The patient ¿felt better¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.